Event description:
Customer reported that the quick bolus/wake button on their insulin pump was difficult to press and required multiple attempts to activate the screen. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer on how to press the button effectively but ultimately decided to send a replacement pump with updated software. The customer understood the instructions for the replacement and was advised on next steps, including returning the problematic pump.